Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The defibrillation therapy electrodes used during the event were disposed of and could not be evaluated by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device did not recognize the connection of the defibrillation therapy electrodes to the patient. Following the connection of the defibrillation therapy electrodes, the device continued to prompt the user to secure the connection of the electrodes to the patient. The customer did indicate that the patient had a large amount of body hair on their chest; however it was unclear if the customer did not prep the patient's skin. No additional information on the event has been provided. The patient did survive and did not suffer any adverse effects during the reported event.